Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a stent detached from a balloon. The 90% stenosed lesion was located in the mildly tortuous and heavily calcified celiac artery. Femoral access was used. The lesion was predilated with a sterling balloon 5x20mm balloon. The express sd renalbiliary 6.0x18mm stent catheter was advanced to the lesion and would not cross the lesion. The stent "came off the balloon." The stent was snared and pulled down into the iliac artery. Arteriotomy was performed and the stent was removed. The procedure was not completed. The patient status is "ok."

Manufacturer narrative:
Device evaluation by manufacturer: the detached/separated stent was received on a snare which was received inside a sheath. Damage was found in the center of the stent, as several struts were lifted up. Microscopic inspection of the balloon revealed impressions from the stent, meaning the stent was crimped to the balloon. A thorough inspection of the express sd device revealed no damage or abnormalities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a stent detached from a balloon. The 90% stenosed lesion was located in the mildly tortuous and heavily calcified celiac artery. Femoral access was used. The lesion was predilated with a sterling balloon 5x20mm balloon. The express sd renalbiliary 6.0x18mm stent catheter was advanced to the lesion and would not cross the lesion. The stent "came off the balloon." The stent was snared and pulled down into the iliac artery. Arteriotomy was performed and the stent was removed. The procedure was not completed. The patient status is "ok."